Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed fibrous foreign matter clogging nozzle could not be identified and the root cause could not be determined. The event can be detected by following the instructions for use which state: ¿3.8 inspection of the endoscopic system¿ ¿inspection of the air-feeding function/inspection of the objective lens cleaning function". In addition, the following non-reportable malfunctions were found during the device evaluation: creases on the connecting tube. Bending section cover (a-rubber) perforated. Bending section cover (a-rubber) glues separated. Scope connector cover (c-cover) damaged. Discoloration of light guide (lg) lens caused by humidity. Preventive maintenance of keytop rubber and biopsy channel. Scratched biopsy port. Universal cord wrinkled. There is air/water flow issues. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device evaluation has started and in progress. The final and complete report of the final evaluation of the device are not yet available at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "insufflation blocked, introduction sheath out of order." The issue found during an unknown event. No harm was reported. No patient harm, no use injury reported. Device evaluation: service repair noted the device nozzle clogging. This report is being submitted for clogging of the device nozzle (insufficient reprocessing, handling issue).